Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat mixed urinary incontinence, a grade 3 uterine prolapse, a grade 2-3 cystocele, and a grade 3 rectocele. The patient underwent the concurrent procedures of a total vaginal hysterectomy and an incidental cystotomy diagnosed and repaired at time of surgery with full anterior/posterior pelvis repair during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, dyspareunia and vaginal scarring. It was reported that the patient underwent partial mesh removal on (B)(6) 2009 due to pelvic pain, dyspareunia, and mesh erosion in the posterior vagina. The partial mesh removal procedure consisted of closing the vaginal epithelial defect in the posterior vagina and excision of anterior mesh with closure of the epithelium and cystoscopy. (B)(4).